Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (r1108127) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The following additional information received per the patient profile form (ppf) indicates that a year and eight months post implantation, the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc), and a pulmonary embolism (pe). The patient also reports to be suffering from anxiety. According to the medical records, the patient had a history of morbid obesity and acute left lower extremity deep vein thrombosis (dvt). The filter was successfully deployed during the index procedure.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of morbid obesity and acute left lower extremity deep vein thrombosis (dvt). The filter was successfully deployed during the index procedure. The following additional information received per the patient profile form (ppf) indicates that a year and eight months post implantation, the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc), and a pulmonary embolism (pe). The patient also reports to be suffering from anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary emboli and occlusive thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.